Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, they could not get anything to go thru the device. Another device was used. There was no pt consequence. The device was discarded.